Event description:
During a surgery on (B)(6) 2012, a patient was implanted with a plate and eight screws. Patient presented on (B)(6) 2012 complaining of pain, and x-rays revealed a broken plate. On (B)(6) 2012, the hardware, a broken plate, broken locking screw, and seven other screws were removed. The patient was and revised with identical plate and screws. All parts were returned. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. However, the manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The plate is broken in half at the 12th screw hole. A broken off screw head is jammed in the 13th threaded screw hole. The dimensions were as far as possible checked. All measured dimensions passed the specifications successfully. The DHR review shows that the device met the specifications at the time of manufacturing.